Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: 6949 lead: a partial lead was returned and analyzed. Analysis revealed the distal conductor was fractured (flexed, clavicle-rib). Blood was present in/on the helix mechanism and there was a white substance on the exposed defibrillation coil. It was also noted that the proximal conductor was fractured, the defibrillation coil was distorted, several conductors were distorted, the outer insulation was breached, the outer tubing was kinked/buckled, the outer tubing overlay was melted, the outer tubing was breached and torn.